Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not prime and a compromised force system sensor alarm was received. Customer is not able to get past the rewind process. The customer's blood glucose at time of the incident was 157 mg/dl. Troubleshooting was done but customer could not rewind and was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarm or perform prime test due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and stained end cap sticker.